Manufacturer narrative:
E1: establishment name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported during maintenance, there was no image displayed on the olympus bronchovideoscope. There was no patient involvement.